Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg had no complaints about the functionality of this device were reported. Device was sterilized on sterile lot record number v0038. No anomaly noted in the sterilization record. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. (B)(4) device evaluation indicated that the lead had no complaints about the functionality of the leads were reported. Leads exhibit normal device characteristics. Leads were sterilized on sterile lot record number p0550. No anomaly noted in the sterilization record. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an infection. It was believed that the infection was not from the stimulator and was not due to the ipg site. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 14838025, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed an infection. It was believed that the infection was not from the stimulator and was not due to the ipg site. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.